Manufacturer narrative:
(B)(4).

Event description:
Customer reportedly received results of 677 mg/dl, 124 mg/dl, and 211 mg/dl within 10 minutes on the aviva system. The meter memory lists a result of 377 mg/dl instead of the reported 677 mg/dl. No adverse event reported. The alleged product was replaced and requested for evaluation.